Event description:
It was reported that the patient presented to the emergency room due to dizziness, syncope and sepsis and was then moved to the intensive care unit (ICU). It was noted that there was suspected loss of capture on numerous beats on the right ventricular (rv) lead and left ventricular (lv) lead. The lv lead threshold had been highly variable for some time. It was also noted that the device algorithm that enhances cardiac resynchronization (crt) therapy by adjusting crt parameters automatically with changes in patient activity levels and conduction status was running and during lv only testing was causing a pacing pause and asystole. The device was reprogrammed to turn off the algorithm that was leading to lv only pacing. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.